Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism did not activate on a bd insyte¿ autoguard¿ shielded IV catheter while it was being used in a patient. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that the safety mechanism did not activate on a bd insyte autoguard shielded IV catheter while it was being used in a patient. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the safety mechanism did not activate on a bd insyte¿ autoguard¿ shielded IV catheter while it was being used in a patient. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: no samples were received for analysis. A review of the device history record was completed for sub-assembly #8607679 lot 8057538 manufactured from 02-mar-2018 to 29-mar-2018 used in claimed lot 8086910. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these lots. Qn/ ncmr review: it was evidenced (B)(4) for the "gel weight out of specified" defect. However, it cannot affirm that this nonconformity is directly related to this defect. Unplanned maintenance: the corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and no records were recorded that could clearly indicate a failure of the activation of the part. Although a quality notification of gel weight out of specified has been evidenced in the subassembly lot used in the claimed lot, it is not possible to determine that this non-conformity is related to this complaint. Bd was unable to verify the complaint for the defect claimed. Based on the results of the investigation to date a root cause has not been determined for the defect described in this complaint, since the presence of the sample problem is fundamental to determining a possible root cause. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.